Manufacturer narrative:
H.6. Investigation summary: one photo was provided to our quality team for investigation. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. The final product for lot: ta11163 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the photo for evaluation. Visual inspection of the photo did not clearly identify any hole on the product, although it was noted the product was easily deformable. A visual inspection of retained samples could not confirmed customer experience. As the actual sample involved in this incident was not available, functional testing could not be completed to properly identify a root cause. Based on the available information, we cannot determine a root cause related to our manufacturing process at this time. H3 other text.

Event description:
It was reported that infusion adapter c70 leaked. This was discovered during use. The following information was provided by the initial reporter: accident with the new easily deformable adapter on the ward as the care unit penetrates the body of the port with the spike of the infusion set. The liquid of the api spurt out of the hole. Updated 09.09.2019 . Bag of the spike port of the infusion adapter by the nurse with the spikedorn of the infusion set pierced and injured. This was due to a leak through which the cytostatic emerged. The solution splashed the curtain of the treatment room. The nurse and the patient were not contaminated. The solution was with protective gloves transferred to a safety bag.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that infusion adapter c70 leaked. This was discovered during use. The following information was provided by the initial reporter: accident with the new easily deformable adapter on the ward as the care unit penetrates the body of the port with the spike of the infusion set. The liquid of the api spurt out of the hole. Updated 09.09.2019 bag of the spike port of the infusion adapter by the nurse with the spikedorn of the infusion set pierced and injured. This was due to a leak through which the cytostatic emerged. The solution splashed the curtain of the treatment room. The nurse and the patient were not contaminated. The solution was with protective gloves transferred to a safety bag.